Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient had many low flow alarms starting at night between (B)(6) 2024 and (B)(6) 2024. The patient arrived at the hospital on (B)(6)2024. A computed tomography (CT) image confirmed outflow obstruction and thrombus in outflow graft according to the healthcare provider. Thrombolytic treatment started but the patient expired during the evening on (B)(6)2024. Aspirin was previously stopped for this patient, and no other changes to anticoagulation regime were reported. The pump was explanted on (B)(6)2024.

Manufacturer narrative:
Section b1: type of report corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the reported outflow graft thrombus could not be confirmed through this evaluation. Additionally, although decreases in pump flow were observed in the log files retrieved from the device, the reported low flow alarms could not be confirmed as no controller log files were provided by the account for review. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 7¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. (B)(6) appeared to have been exposed to a fixative agent before prior to sent to abbott for evaluation. Approximately 6¿ of the outflow graft material was returned. A longitudinal cut was observed along the length of the graft material which appeared to have occurred during/post explant. The lumen of the graft revealed no evidence of developed or adhered depositions or thrombus formations. Upon disassembly of the returned device, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured decreases in pump flow on (B)(6) 2024, consistent with the reported events and the patient¿s expiration. Despite the decreases in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU, introduction¿, provides an explanation of pump parameters, including flow. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline system alarms, including the low flow hazard alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.